Event description:
This is a report of a patient who experienced a power failure on the homechoice machine during dwell of peritoneal dialysis therapy. It was reported that a burning smell was coming from the homechoice device and it would not turn back on. A swap was initiated and the caregiver was advised to use continuous ambulatory peritoneal dialysis until the new machine arrived. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the power failure. During evaluation, the device failed functional testing and was deemed inoperative due to no power. The device passed electrical testing. The reported event was confirmed and it was determined that the hot wire smell was due to a poor wiring interface. The poor connection caused overheating, electrical shorting of the ac line, and blowing of the ac line fuses. The failed parts were disposed of and the machine was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.